Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable. As a result, surgery occurred in which the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
Correction: h6 medical device problem code 3283 - wireless communication problem in previous reporting was incorrect. H6 medical device problem code 2885 - battery problem was meant and being reported here as a correction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.